Event description:
It was observed that during the device inspection, the broncho fiber videoscope exhibited the distal end (c-body) was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, the most probable causes include causes due to some kind of stress problem. The most probable cause of this complaint is traced to d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue due to c0706 - stress problem identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.